Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately tortuous and moderately calcified anatomy such that the balloon became damaged and subsequently ruptured during the second inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the external iliac artery with moderate calcification and moderate tortuosity. The 4x20mm armada 35 balloon dilation catheter (bdc) was advanced to the target lesion and the balloon was inflated; however, the balloon ruptured during the second inflation at 16 atmospheres (atm). The procedure was completed with a non-abbott device. There was no adverse patient effect reported, and no clinically significant delay reported in the procedure. No additional information was provided.